Event description:
Positive advia centaur troponin ultra results were obtained on three samples. The samples were retested on a second centaur and troponin ultra results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discrepant troponin results

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin results was due to wash 1 depletion. The instrument is performing within specifications. No further evaluation of the device is required.